Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage/blood loss/bleeding is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture, friable vessel, or the device used in a femoral vessel < 5mm. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the right common femoral artery (rcfa) was done with two perclose prostyle devices using the pre-close technique prior to an embolization procedure via a 6f sheath. One amplatzer plug was deployed via the left common femoral artery access into the right internal iliac artery to prevent an endoleak. The rcfa sheath was upsized to an 8f. The suture knots of the two prostyle devices were deployed successfully as a pre-closure device; however, they were unable to achieve complete hemostasis. A third prostyle device was deployed in addition to the non-abbott bioabsorbable vascular closure device and manual compression, but the access site bleeding continued. A longitudinal incision was performed for the right groin cut down procedure to treat the access site bleeding in the rcfa. Cutdown was performed and findings from the arteriotomy were that one of the prostyle stitches might have been caught on calcium plaque of the posterior wall of the artery. The three prostyle devices were removed via cutdown from the rcfa and the non-abbott bioabsorbable vascular device was also removed. The arteriotomy was extended and endarterectomy was performed to treat the native vessel disease (to treat the pre-existing condition of the calcified access site). There was no adverse sequalae at the access site itself. The patient needed fasciotomy done for prolonged ischemic time in the right leg (large sized access sheath in a small anatomy). The rcfa was repaired with a bovine pericardium patch. This procedure began at 19:25 on (B)(6) 2025 and was completed at 00:15 on (B)(6) 2025. No additional information was provided.